Event description:
While performing mouth care on an intubated patient, the swab snapped when the patient closed their mouth. Sponge tip retrieved with yankauer, and kelly clamp from back of patient's mouth.